Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that the drill bit broke in the attachment during a procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.